Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell on the pump and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that an unspecified malfunction occurred after the pump display cracked. The customer's blood glucose was 250 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.